Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window. Visual inspection shows damage in the cracked display window corner and not a cracked lcd display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 588 mg/dl. Customer stated that their high blood glucose was due to the blank display. Customer treated their high blood glucose with manual injections. Customer also reported cracks on the display screen. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.